Event description:
It was reported that the system 9900's collimator closed down without command and the system locked up. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Initialized and operated to specification numerous times. The fluoro function and generator interface circuit boards were replaced as a proactive measure. The system was tested and found to be working as intended and placed back into service.